Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during the cp insertion procedure vt was induced by the guidewire used for placement. Transient cardiac arrest occurred. Rosc was achieved through CPR and dc. There was no subsequent deterioration in the patients condition. Physician's stated that although ventricular tachycardia was induced using a guidewire. It is thought that the patients condition was predisposed to ventricular tachycardia. Additionally, it was reported that patient's urinary output was less than 30 cc/hr and pink (red hematuria).

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Ppae( tachycardia, cardiac arrest): the root cause of the injury was unable to be determined due to insufficient clinical details.